Event description:
Procedure: lap cholecystectomy. Reportedly, after inserting the access needle into the cavity, the needle cover could not return to the proper position. The blade remained exposed. Another device was used.